Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high shock impedance measurements greater than 125 ohms since the implant procedure. All other measurements are within normal limits. A technical services (ts) consultant was contacted regarding this issue and discussed the concern with the distal setscrew having a proper connection. It was noted the last in-range measurement was the day of the implant which was 43 ohms. It was noted that the physician is aware of this issue and believes it is not a problem as he believes it is a air bubble. The field representative indicated he expressed concerns with a connection issue and the physician plans to continue monitoring the patient. Ts recommended a 1.1 joule shock, a maximum energy shock, and pocket manipulation and sample impedances during testing. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.